Event description:
The customer had been receiving blood glucose readings of 45,37,19 and 35mg/dl on the contour. She was feeling sweaty and dizzy. The customer was not keeping strips in their original container; strip information was not provided. The strips were not expected to be returned for evaluation. A new meter was sent to her.